Manufacturer narrative:
The customer¿s sample probe was returned for investigation. The investigation determined there was a broken sensor wire in the sample pipettor probe. The broken wire would cause an alarm which would stop any further sample pipetting on the analyzer. The investigation could not determine a root cause for the discrepant results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. The erroneous initial results were reported outside of the laboratory. The first sample initially resulted with a ft3 value of 1.05 pg/ml. The sample was repeated twice, resulting with values of 2.5 pg/ml and 2.6 pg/ml. The second sample initially resulted with a ft3 value of 1.35 pg/ml. The sample was repeated twice, resulting with values of 2.6 pg/ml and 2.6 pg/ml. The third sample initially resulted with a ft3 value of 1.85 pg/ml. The sample was repeated twice, resulting with values of 3.7 pg/ml and 3.77 pg/ml. A value of 3.8 pg/ml was also provided, but it is not known if this was a third repeat value or if this was an approximation of the 3.7 pg/ml value or 3.77 pg/ml value. No adverse events were alleged to have occurred with the patients. The ft3 reagent lot number was 314824. The reagent expiration date was asked for, but not provided. The field service engineer found water leaking from the flange of a tube. He re-created a flange and reconnected the tubing. He also replaced a probe. The pressure sensor voltage and liquid level detection voltage were checked and there were no abnormalities. He ran precision testing and there were no abnormalities.